Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/30/2019. The fse (field service engineer) evaluated the ventilator and confirmed the reported problem. The fse found that the cable that connects the lcd (liquid crystal display) to the pm pcba (power management printed circuit board assembly) was partially disconnected. The fse re-connected the cable and the problem was resolved. The ventilator successfully passed performance specification testing after the repair was completed. Since no parts were replaced, no parts are expected to be returned for failure investigation.

Event description:
The customer reported that the ventilator's display shows static and the back light is not lit. There was no patient involvement.